Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 200 to 300mg/dl. The customer experienced symptoms of headaches, nausea, diarrhea, urination, and cold sweats. Troubleshooting was performed. The time was one day behind. Assisted the caller with correcting the time. The customer mentioned that the drive support cap appears normal. Reviewed the alarm history and found a low reservoir alarm. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.